Event description:
During a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 10 atms. The number of inflations and to what atms is unk. The lesion being treated was a 100% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.